Manufacturer narrative:
Added estimated date of implant based on the event description.

Manufacturer narrative:
The lot/serial number was not provided. Therefore, a review of the manufacturing records could not be conducted and a UDI number could not be provided. A. Patient information - the patient identifier "(B)(6)" was omitted in the respective field due to character limitations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy including a proximal aortic neck angulation < 60°. Additionally, the IFU states that adverse events that may occur and/or require intervention include, aneurysm enlargement and endoleak.

Event description:
On an unknown date in (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. At the end of the procedure, lack of wall apposition was noticed at the proximal end of the device. Reportedly, with a measurement of 88 degrees, the neck angle was believed to be the reason for the lack of wall apposition. On (B)(6) 2015, computed tomography angiography revealed a type 1a endoleak. An enlargement of the aneurysm with an unknown amount was reported. The patient is currently being monitored. It is currently unknown whether there will be a reintervention as the patient has been diagnosed with suspected leukemia.